Event description:
It was reported that during implant the guide wire became stuck in the lead and was difficult to remove. The lead was replaced in case of damage from removing the guide wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: the competitor guidewire used was not returned, therefore condition is unknown. Used a fresh medtronic guidewire to perform test. Test passed without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.